Event description:
The user facility reported that the proximal portion of the wire was damaged during a procedure. The following information was provided by the user facility: during introduction of the wire the user noted that the coating on the proximal portion of the device began to separate; the damaged portion of the device did not come into contact with the patient; the original procedure was completed successfully; and there was no impact to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The involved sample has been received by the manufacturing facility. However, the evaluation of the returned device is still in progress. A follow-up report will be submitted when the results of the evaluation become available. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously there is no evidence that the reported issue was related to a device defect or malfunction. The cause for the reported event cannot be determined based upon the currently available information. The device labeling in the warnings / precautions section of the instructions-for-use states: "do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. Do not use the glidewire advantage with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire advantage plastic coating to shear and/or sever the wire"; and "do not use a metal torque device with the glidewire advantage. Use of a metal torque device may result in damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
Results: is based on evaluation of user facility information & the returned sample; based upon evaluation of undamaged sections of the returned sample and a reserve sample conclusion: is based upon evaluation of user facility information & the returned sample; based upon evaluation of undamaged sections of the returned sample and a reserve sample the involved device was returned and evaluated. Examination confirmed that: the sheath had become separated exposing the core wire at three separate locations along the device; microscopic examination revealed that the outer layer was sheared in the longitudinal direction from the proximal to the distal end; testing of undamaged sections of the device confirmed that the coating was properly adhered & had no defects. Inspection of the reserve sample confirmed that there were no anomalies or defects. A review of the device history record and shipping inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The appearance of the returned sample is consistent with damage to the guidewire due to manipulation against a sharp surface during withdrawal. The device labeling in the warnings / precautions section of the instructions-for-use states: "do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. Do not use the glidewire advantage with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire advantage plastic coating to shear and/or sever the wire"; and "do not use a metal torque device with the glidewire advantage. Use of a metal torque device may result in damage to the glidewire advantage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00157 to provide additional information regarding evaluation of the returned sample.